Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/20/2019.

Event description:
The customer reported the touchscreen malfunctioned. There was no patient involvement.

Manufacturer narrative:
G4: (B)(6) 2020. B4: (B)(6) 2020. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The machine is returned to normal use. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation(fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.